Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the heating elements separated from the jaw on the vasoview hemopro 2 endoscopic vessel harvesting system. This was during a case with no pt effects. The case was completed with another vh-4000. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat bloody and had tissue remnants. The heater was detached from the hook slot, but was not bent. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).